Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problems ("adjust belt" messages, service code 204-monitor unusable) have been confirmed. Upon investigation, the monitor was unable to acquire an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The u612 had no -5v output. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving "adjust belt" messages and service code 204 (monitor unusable).